Manufacturer narrative:
This event was reported under the user facility reference number: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) and an artificial urinary sphincter (aus) placed on 2013. Due to malfunctioning, he had the aus explanted at an unknown date. He returned to his provider in 2022 reporting a fluid leak of the ipp and wanting a new aus implanted. During the surgery, the physician found out that the implanted reservoir could not be flushed or fluid aspirated. The surgeon left the old reservoir in place but removed the rest of the ipp and placed a new aus and ipp per plan. No patient complications were reported.